Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in ireland. E1: telephone- (B)(6). The device will not be returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during skin graft harvesting, the dermatome did not function correctly, resulting in a graft that was too thick. The patient required sutures at donor site and an additional graft was needed to complete the procedure. Another device was utilized to complete the procedure. The patient was then noted to have post operation bleeding a week later. No info was provided regarding a surgical delay. Diligence is complete